Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers pulse above upper limit) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q13 on the defibrillator pca. Additionally, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor delivered a pulse above the upper limit.